Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and reproduced constant downstream occlusion alarms and found the device out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the cause was the downstream tubing guide being out of adjustment ,which cause the downstream sensor be out of specification. The downstream tubing guide required adjustment. Should additional relevant information become available, a supplemental report will be submitted.